Manufacturer narrative:
The device was not returned to edwards for evaluation. Attempts to retrieve the device and additional information is in process. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned through implant patient registry that a patient with a 19mm 3300tfx aortic valve was explanted after an implant duration of 4 years, 4 months due to unknown reasons. The explanted valve was replaced with a 21mm 11060a valve conduit. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional customer complaint. The information reported may or may not be related to the edwards device.

Event description:
It was learned through implant patient registry and medical records, that a patient with a 19mm 3300tfx aortic valve was explanted after implant duration of four (4) years, four (4) months, due to leaflet thickening and structure deformity caused by malalignment during implantation with component patient prosthesis mismatch. The explanted valve was replaced with a 21mm 11060a valve conduit. Patient was transferred to cvicu in guarded condition. Patient expired on pod# 1. Per medical records, tee demonstrated deformed aortic valve prosthesis with nonperpendicular posts and high level of stenosis. There was malalignment of prior bovine pericardial valve implantation, very small aortic annulus and root, and heavily calcified coronary ostium of the left main and to a lesser degree the right coronary artery. The patient underwent redo avr with aortic root replacement along with CABG x1. Upon inspection of the 19mm 3300tfx it was noted to be very deformed. Instead of having a triangular positioning of the post, 2 of the posts were very closely adjacent as if the valve was implanted with sutures in an odd position. The 19mm valve was pushed in under tension and annulus was probably more consistent with a smaller aortic valve area. The 19mm valve leaflets were thickened. The 19mm 3300tfx aortic valve was explanted. Aortic root replacement was performed with 21mm 11060a aortic valved conduit with aortic annular enlargement (nicks procedure). Coronary artery bypass x1 grafting with left internal mammary artery to the lad was performed. The patient tolerated the procedure in fair condition and was unfortunately complicated by the severe calcifications within the coronary ostium. Due to long cardiopulrrona1y bypass run, the patient developed severe vasoplegia with myocardial stunning. The patient was transferred to cvicu in guarded condition on intraaortic balloon pump. Patient postoperatively continued to decompensate and went into pea and asystole and expired on pod# 1

Manufacturer narrative:
The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. The device was not returned to edwards for evaluation as it was reported to not be available. Based on the limited information available, the most likely cause for both events are due to procedural factors, including the small aortic root and inadequate debridement of calcium. An edwards defect has not been confirmed.